Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 499 mg/dl. Customer treated was treated for the high blood glucose level with insulin pump. Customer did not report any symptoms related to the high blood glucose. Customer advised they had a bent cannula and they changed out their infusion set. The insulin pump will not be returned for analysis.